Event description:
The service center was informed by the biomedical engineer at the user facility that the high definition autoclavable camera head was returned for repair for a reported ¿image is black¿, found during preparation for use. The camera was replaced, and the intended procedure was completed with another similar camera. No death, injury or harm was reported.

Manufacturer narrative:
The service inspection/testing was performed and the customer¿s reported ¿image is black¿ was confirmed. Troubleshooting confirmed the cause to be due to a defective charged coupled device (ccd) unit. The cause of the defective ccd cannot be determined. Additionally, there is a cut on the cable unit and the coupler base plate is deformed/bent. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified.